Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to program an implantable device after interrogation. Programmer was able to interrogate and program an implantable device multiple times with no issue. It was noted that there was a missing power cord bay door although the customer did not want the power cord bay replaced. It was further noted that there was a missing logo button, replaced logo button and a missing power cord, replaced power cord. Upgraded hard drive, reimaged hard drive and updated software. The programmer passed final functional and system tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to programme the implantable device following interrogation. All relevant information was displayed on the screen but any key the user pressed to check on the programming resulted in the message "too noisy" being displayed. It was noted that telemetry could not be attained. The programmer was changed out and an alternative programmer was successfully able to complete the programming using the same electrocardiogram (ECG) cables. The programmer was returned for service. No patient complications have been reported as a result of this event.